Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was not feeling any stimulation from the left side. They also received unable to provide desired settings message. They changed the sides. Patient feels stim on right side at 4.6. Per patient, there were 9 times where they got the urgency to void but only drops of urine. Patient also mention having little trouble with bowels. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.